Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration. System operates as intended. (B)(4).

Event description:
The customer reported the kvp indicator is not accurate. No pt injury was reported.